Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external battery malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: cord connection to power basespecific component(s) involved: external battery malfunctionadditional text: cord connection to power baseother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : new cord orderedimplant device type: lvadmalfunction device type: